Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 298mg/dl, 184mg/dl, 104mg/dl. Testes were done within 10 mins with a difference of 59%. Pt did not experience any adverse events. No further infromation has been reported. Note-customer's strips have been opened longer than 3 mos and customer has not been confirmng whether blood is being smeared onto the strips.